Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which led to implantable pulse generator (ipg) battery drain. It was further reported that the right atrial (ra) lead dislodged and dropped. The rv lead, ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture at maximum output was noted on the ra and rv leads prior to changeout.